Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the pump was explanted due to a pump pocket infection. A serious adverse event notification form was also received from (B)(6). The form stated "wife called friday (B)(6) 2017 to describe discharge from wound site - abdominal pump. Advised visit emergency dept. Assessment - discharge so pump removed friday evening."